Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set cannula was broken (B)(6) 2025 the event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003957, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003957 was manufactured according to the work instruction (wi) version 77 and packaging in the machine multivac 12 on 24-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03745 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 23-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k01278 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 15-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03743 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 23-oct-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3l01384 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 10-nov-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3k03746 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 24-oct-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.